Manufacturer narrative:
Investigation - evaluation: on (B)(6) 2019, cook inc became aware of a peripheral vascular treatment involving a safe-t-j amplatz extra-stiff support wire guide (thscf-35-260-3-aes; lot #9808526). When the package was opened, the device tip was found to be frayed. An equivalent product was used instead; no patient harm was reported. A review of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot (9808526) revealed no recorded non-conformances. A database search found no other events associated with the reported complaint device lot. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, there is no evidence to suggest that there is non-conforming product either in house or in field. Furthermore, there is no evidence that the device was manufactured out of specification. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause was not established. It is possible that the failure could be related to shipping/handling of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a fray was observed to the tip of a cook safe-t-j amplatz extra-stiff support wire guide. The fray was observed prior to use. The device did not make patient contact. Another equivalent product was used to complete the unspecified peripheral vascular procedure.